Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the reported issue of broken cable was not confirmed. Additional observation found that the instrument had a proximal clevis dislodged. The dislodged proximal clevis was not attached to the main tube. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. As of the date of this report, the device has not been returned for evaluation. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) instrument had a broken cable. The procedure was completed with no reported injury.